Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The reported problem (check therapy electrode messages, adjust belt messages) was confirmed by the distributor. Upon receipt at the distributor the electrode belt passed incoming functionality testing. During the distributor evaluation an intermittently shorted pulse wire was found in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent check therapy electrode messages and adjust belt messages.